Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not perform fluoroscopy/exposure. Review of the system log file and found anod low/load error and cannot fluoro message. Upon further inspection the issue could have been the cooling unit or xray tube. Fse added the cooling fluid for xray tube. After adding the cooling fluid, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform fluoroscopy/exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.